Event description:
It is reported that in 1996 patient underwent right total knee replacement. Post-operatively, pt. Had difficulties with pain and instability and as a result, the knee was revised in 1999. At the time of revision, polyethylene wear of the articulating surface and patella were noted as well as loosening of the tibial component.